Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis. Visual inspection showed the pump was in good condition with no appearance of any physical damage. Additionally, the tamper seal was removed/broken on the bottom case and plunger assembly. The event history log review showed an occurrence of "force sensor test." Functional testing involved powering up the pump as well as checking and testing the force sensor. The reported issue was not duplicated at power up and all readings of the force sensor were within the required specifications. The investigation determined that the reported issue was due to user error of disturbing the pump during its self-test process resulting in a false alarm.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump had an issue with the force sensor. No adverse effects were reported.